Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: asahi sion blue, asahi sion; guide cath: cordis xb 3.5 7f; stent: onyx (4.0x22, 5.0x22). Failure to follow steps/instructions, excessive force, above rated burst pressure. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a heavily calcified proximal left main that did not have any tortuosity and that was 50 - 70 % stenosed. Pre-dilatation was performed with a 3.5 x 15 mm trek balloon dilatation catheter (bdc) and a 4.0 x 22 mm non-abbott stent was implanted in the lesion. Then, a 5.0 x 22 mm non-abbott stent was implanted in the circumflex artery. Post-dilatation was performed in the proximal left main with a 5.0 x 12 mm nc trek bdc at 22 atmospheres for 26 seconds. Deflation time took more than 50 seconds. After deflation, it was still not possible to remove the device from the guiding catheter. Therefore, negative pressure was applied again and the balloon was forcibly removed fully deflated from the anatomy. A kissing balloon technique was then done with a 4.5 x 12 mm nc trek bdc in the circumflex artery and a 4.0 x 12 mm nc trek bdc in the proximal left main to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was unable to be confirmed as the balloon deflated without any issues noted. The reported difficulty removing the device from a guiding catheter could not be confirmed due to the returned condition of the balloon as the balloon was previously inflated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the IFU, cdc, nc trek rx, global, instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The pressurization of the balloon above rbp did not contribute to the reported difficulties. Additionally, it should be noted that the warnings section in the IFU states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, force was required to remove the device based on the circumstances of the deflation issue. The investigation was unable to determine a conclusive cause for the reported deflation issue and difficulty to remove the device from the guiding catheter. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.